Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous let anterior descending artery (lad) that is 99% stenosed. The 3.0x8mm nc traveler balloon dilatation catheter (bdc) ruptured during the first inflation at 14 atmospheres for 10 seconds. A non-abbott balloon was used to continue the procedure followed by stenting on unspecified stent. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.